Event description:
It was reported that this spinal cord stimulation (scs) system was explanted years ago due to the patient was having a fusion during ongoing use of the therapy, it got infected, and they explanted everything. The patient status post operatively was good and explanted devices did not return due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 2000015640. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19371604. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 20504210.